Event description:
It was reported that a physician not trained in the use of the proglide and starclose se devices attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the physician was given by a cath lab technician a proglide device for vessel closure. The proglide device was deployed and an unspecified failure occurred. The cath lab technician then gave the physician a starclose se device and the physician deployed the clip and an unspecified failure occurred. Hemostasis was achieved using manual compression. The angiogram was reviewed by the account manager confirming that the access site stick was "way too high." The access site was confirmed by the account manager to be the most inferior border of the inferior epigastic artery and above the inguinal ligament. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device coding: 2017 (puncture site too high and physician not trained). Device 2# - starclose se (part #14679-01; lot#unk), will be filed under a separate medwatch MFR number.